Manufacturer narrative:
Follow-up #1 date of submission 08/31/2015-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed rebooting events. A battery compartment crack was observed. No moisture was observed within the battery compartment. The battery cap contact height was out of specification. The pump powered on with the returned battery cap. Moisture was observed on the pump¿s printed circuit board. Unrelated to the complaint, the cartridge compartment was cracked. The pump powered on with a blank display screen. The pump powered on with a blank test screen. An integrated chip failure was observed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.